Manufacturer narrative:
No further eval was initiated because the root cause for the failure was a non-union. This screw implant has been designed for supporting the bone healing procedure. If no bone healing occurs the screw takes over the complete load over a long period. The result is the breakage.

Event description:
Allegedly pt had a non-union - not due to hardware per dr jones. Pt is vitamin d deficient- non-compliant. Revised to a medium mtp 3di plate and 4.0 darco screws. The screw was broken prior to removal and a portion of the screw remains in the pt's bone.